Event description:
It was reported that during an unk procedure, the tip was broken during the surgery while the scrub nurse was cleaning the tip outside of the pt. It is unk how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.